Event description:
As reported by hospital, "four pts needed removal of (vaxcel PICC) lines due to deep vein thrombosis. All four pts are doing fine and had new piccs inserted." A used device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Although it has been reported that a used device will be returned for evaluation, to date none has been received. Therefore, a failure analysis is not yet available. Navilyst medical is attempting to obtain additional information from the end user hospital regarding the reported event(s). Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).